Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided follow up report showed an impedance measurement from the (B)(6) 2018. The measured value was about 699 ohms. Measurements from a later date were not available. Furthermore the data did not include any impedance trend curves documenting the long term progression of the measurements. Thus the complaint was not elusive based on the available data. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approx. 52 months after the implantation pacing impedance values were increased and out of range (> 3000 ohms). A revision procedure was scheduled.